Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use.

Event description:
Healthcare professional reported "failure of needling to retract into injector after xen 45 implant has been fully deployed." Affected eye is right. No eye injury was noted.